Event description:
A vascular graft was implanted for hemoaccess in the thigh position. Between 4 and 6 weeks post implant, a section of the graft adjoining the venous anastomosis developed a pseudoaneurysm approximately 2cm in length. A fistulogram confirmed the diagnosis. The graft thrombosed upon completion of the diagnostic fistulogram and no attempt was made to salvage the graft which was abandoned in place. The formation of anastomotic aneurysms and thrombosis/occlusion of the graft are listed as possible adverse events associated with the use of a vascular access graft in the instructions for use. The device history record for the device was reviewed. The device was manufactured and inspected in accordance with all standard manufacturing processes and met all criteria for acceptance. A cause for the event was not determined.